Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72" message, a ""defib fault 78" message, a "defib fault 79" message, and a "pacer fault 116" message. Complaint indicated that there was no patient involvement in the reported malfunction.